Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No excessive no delivery alarm noted. All buttons functioning properly. No damage in keypad assembly noted. Insulin pump monitored in 50c oven for several hours and no button error alarm noted. (B)(4).

Event description:
Customer's mother reported via phone call that the device alarmed a button error alarm. Customer's blood glucose was 499 mg/dl. Device alarmed a no delivery alarm. No delivery alarm was resolved by a complete set change. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.